Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at walmart when he lost consciousness. The patient did not have any symptoms prior to losing consciousness and did not know what the cgm was displaying. The paramedics were called and checked the patient's bg and it was 200 mg/dl compared to the cgm that was 300 mg/dl. Although the patient's bg was reported to be 200 mg/dl, he reported that he was treated with glucose. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.